Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Estimated date of event. The additional prostyle device referenced is filed under separate medwatch report number.

Event description:
It was reported as a general comment, not pertaining to a particular procedure, that even when the plunger of some prostyle devices don't deploy properly, a "click" is usually heard. The method used to achieve hemostasis was not provided. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to mechanical jam, difficulty deploying the plunger, include, but not limited to anatomical conditions, aggressive user technique, excessive torque or force, difficult insertion, incorrect foot position. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.